Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The values were typically between 100-111 ohms, but the alert triggered as values reached greater than 125 ohms. At this time, the crt-d and rv lead remain in service and the patient is being monitored remotely. No adverse patient effects were reported.